Event description:
It was reported that the customer's sensors were not connecting or reading and customer experienced low blood glucose. She stated her blood glucose went down to 30 mg/dl. Customer did not believe her insulin pump was the culprit for her low blood glucose. She also experienced issues with calibration errors and change sensor alerts. Calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.